Event description:
Caller alleged imprecision with the inratio2 meter with one patient. Results as follows: date: (B)(6) 2012, 1st inratio: 1.1, 2nd inratio: 1.7. Time between tests was approximately thirty minutes. Customer's operational technique: user reported milking the patient's finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Customer tested same finger. Using the same finger for retests may contribute to unexpected inr results or errors in testing. A fresh finger should be used for each test. Inratio precision data provided by end-user lot: date: (B)(4) 2012, 1st inr: 1.1, 2nd inr: 1.7, mean: 1.4, sd: 0.42, %cv: 30.30. Since % cv is more than 20%, precision test failed the criteria for precision. More investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273312. Test results as follows: donor: 215, inratio results: (2.5, 2.4, 2.7), reference: 2.47, bias threshold: (1.47 - 3.47), %cv: 6.03; 200, (2.7, 2.8, 2.6), 2.62, (1.62 - 3.62), 3.70. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Eleven (11) discrepant result complaints were reported for lot number 273312 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No deficiency was established.